Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the connector is inconclusive due to poor sample condition. Three images of a safestep infusion set were provided for evaluation. The first image shows a 20 ga safestep infusion set on a wooden surface outside of patient use. The safety has not been activated and fluid appears to be present within the needle cover. The y-site cannot be clearly inspected from the image. The second image shows the product label which indicates lot: asdps0166. The third image is screenshot of the safestep IFU ¿warnings¿ section. The presence of a leak in the connector could not be determined from the images provided; therefore, the complaint could not be confirmed and remains inconclusive at this time. A lot history review (lhr) of asdps0166 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the device is flushed from the port most distal to the patient, it causes the port most proximal to the patient to gurgle and spit a bit. It was further reported the IFU has a note on the issue the customer is experiencing; however, the customer states that the pressure applied isn't high.